Event description:
It was reported that the device was explanted after an implant duration of approximately 102.6 months, due to unknown reasons. No further details were provided.

Event description:
It was reported that patient underwent total hip arthroplasty in 2005. Subsequently, patient was revised in 2009 to remove and replace the liner and head component. The liner showed evidence of wear.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.